Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly, customer had been experiencing occasional lows at night and was consulting with the healthcare provider to adjust their timed settings accordingly. The pump automatically suspended insulin to correct the low bg and bg returned to 114 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.